Event description:
An english translation of medical records received by the initial reporter in italy indicate infective endocarditis with partial detaching of the prosthesis in august 1988. Valve was explanted on 9/16/88 and appeared to be intact and functioning.